Event description:
It was reported that bd vacutainer® cat (clot activator tube) plus blood collection tubes had insufficient additive. The following information was provided by the initial reporter: "customer of surgirech has found that serum tubes do not have proper clot formation despite that coagulation time is 60 min and patient do not have anticoagulant medication. Layer after sentrifugation looks like plasma have."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed relating to sample quality as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. H3 other text : see h.10.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® cat (clot activator tube) plus blood collection tubes had insufficient additive. The following information was provided by the initial reporter: "customer of surgirech has found that serum tubes do not have proper clot formation despite that coagulation time is 60 min and patient do not have anticoagulant medication. Layer after sentrifugation looks like plasma have."